Manufacturer narrative:
Device eval summary: device evaluations of monitor sn (B)(4) and belt sn (B)(4) were completed. Upon eval, the monitor and electrode belt were fully functional. Review of the pt's ECG and downloaded data indicates that dual lead noise, artifact and front fall-off contributed to the false detections resulting in the inappropriate defibrillations on (B)(6) 2012. The pt didn't use the response buttons during the entire event. The pt passed away (B)(6) 2012. The cause of the pt's death is unk. Device mfg date: monitor; belt: (B)(6) 2011.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a (B)(6) year old female pt's grand daughter contacted zoll and reported that the pt passed away. It was reported that the lifevest was alarming "asking bystanders to stand back." The pt was taken to the emergency room and placed on hospital monitoring equipment. The pt passed away in the hospital. Review of the event indicates that the pt experienced two inappropriate defibrillations on (B)(6) 2012. Dual lead noise, artifact, and front fall-off contributed to the false detections. It appears the pt was in bradycardia prior to the detections. The response buttons were not used during the entire event. The pt passed away the same day.